Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a new sensor message occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss was determined to be the patient closed the mobile app. The reported event of a new sensor message is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.